Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the customer fell into a diabetic coma and had a heart attack. The caller stated that there were no leading events or illnesses to the death of the customer; his diabetes was under control. The caller did not know the customer's exact blood glucose at the time of death; it was very high as well as the potassium. The customer was wearing the insulin pump at the time of death. The customer was using sensors however the caller was unsure whether the customer was wearing a sensor at the time of death or not. The caller stated that they do not have the customer's insulin pump. Since the caller did not have the insulin pump at the time of the phone call, the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.